Manufacturer narrative:
D4: potential lot#'s ur17e02113, ur20k08056, or ur21c12046. H4: the potential lot number ur17e02113 was manufactured on 03may2017, potential lot number ur20k08056 manufactured on 10nov2020 and potential lot number ur21c12046 was manufactured on 12mar2021 two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, including clear passage and pressure testing were performed; and the devices operated per product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) one-link needle-free IV connector appeared cracked. The event occurred during "cleaning" of the patient's mediport. The event occurred during "intermittent" infusion. The caps were changed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.